Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported blood /char remains unknown.

Event description:
During the procedure, coagulum was noted at the tip of the catheter. The procedure was completed with no consequences to the patient.